Manufacturer narrative:
On 17 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: early postoperative fracture after primary cementless total hip arthroplasty in a (B)(6) year old patient. The fracture may be due to a traumatic event occurred during the walking re-education period. No reason to suspect that this event is due to a faulty device. Batch review performed on (B)(6) 2017. Lot 153126: (B)(4) items manufactured and released on 06 october 2015. Expiration date: 2020-09-19. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision due to periprosthetic fracture.